Event description:
A report was received that the patient complained that her leads were too tight. The patient underwent a lead revision, leads were adjusted to have more slack. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
Correction: additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc2366700, serial #: (B)(4) description:linear 3-6 lead, 70cm.

Event description:
A report was received that the patient complained that her leads were too tight. The patient underwent a lead revision, leads were adjusted to have more slack. The patient was reportedly doing fine following the procedure.